Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No - lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Per medical review - glares and halos may be noted by patients even if they never had any ocular surgery. This is commonly due to aberrations or irregularities in the cornea. It may be noted more at low light conditions when the pupil is dilated. In icl surgery, the central and mid peripheral cornea is not touched, therefore patients who have glares and halos before the surgery, will commonly retain these symptoms but little or no increase in severity should be experienced since the central and mid peripheral region remains unablated and only a corneal incision with a maximum length of 3.2mm at the temporal peripheral region is made. Glare and halos may also be perceived more due to the increased clarity of vision after icl surgery or if the patient has retained astigmatism. Another factor could also be the effective optical corneal zones (eocz) of the icls, which have a maximum diameter of 6.17 to 7.30 mm depending on the icl powers. This is a design limitation which may create similar symptoms of glare and halos due to the interface of the optical zone and the patient's optical field of vision, which may be noted when the pupil size is greater than the eocz. The 0.36mm hole at the center of the icl has been compared to the icl without a hole which showed that modulation-transfer functions (mtf) are small and clinically negligible. Glares and halos are commonly temporary, lasting 1-6 months, but may on very rare occasions become permanent. This condition is considered trivial and temporary and should not be MDR reportable unless medical or surgical intervention was done to eliminate severe symptoms. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens in the patient's right eye (od). The lens was explanted due to glare/halos. The lens was exchanged for a longer lens and the problem was resolved.